Manufacturer narrative:
Following receipt of additional information, it has been determined that this report is a duplicate of case 1020279-2015-00690. Please disregard this report.

Event description:
It was reported the plaintiff heard a snap inside her hip wherein she laid down on her bed. She was not able to move her leg afterwards. She was injured and suffer severe chronic pain.